Manufacturer narrative:
Check of the DHR by checking the manufacturing chart of involved lot#, no pre-existing anomaly was found on a total of 97 liners manufactured with the same lot#. Therefore, we can ensure that all the devices with lot# 15at0na were manufactured up to specifications. Explant analysis after receiving the approval for destructive analysis, the liner was sent to an external laboratory to evaluate possible chemical alterations of the material that could have led to failure of the prosthesis. The following tests were performed: dsc (differential scanning calorimetry) to evaluate the degree of crystallinity of the sample; atr-ftir (attenuated total reflectance-fourier transform infrared spectroscopy) to evaluate possible chemical alterations occurred on sample surface; ftir (fourier-transform infrared spectroscopy) to evaluate possible chemical alterations occurred within the sample. Dsc analysis revealed a reduction of the crystallization respect to the standard value, but it was not possible to evaluate if reduction occurred prior to or as a consequence of prosthesis failure. Atr-ftir and ftir analyses revealed oxidation located 0 to 1mm below the articular surface of the sample due to the combination of mechanical stress and absorbed lipids. No oxidation phenomenon was found nearby the fracture site, leading to the conclusion that failure of the prosthesis was not product related. X-rays analysis we received pre-op x-rays referring to the revision surgery dated (B)(6) 2016 and (B)(6) 2019 and sent them to our medical consultant for clinical evaluation. He did not find any anomaly in the surgical technique or in patient condition that could have led to failure of the prosthesis. We are aware that patient fell on her knee, but we do not know when the event occurred, how she loaded her shoulder and when she started feeling pain. Based on the information received, we cannot investigate further the root cause of the event. However, considering the deep chemical analysis performed by the external laboratory and by the check of the manufacturing chart, we can conclude that the event is not product related. Pms data according to our pms data, revision rate due to breakage of the liner l1 standard code 1377.50.xxx (considering breakage due to patient condition, trauma and any factor that led to breakage; wear and breakage due to surgical factor are excluded) is (B)(4). None of these events was judged as product related. No corrective/preventive action implemented for this specific case. Limacorporate will keep the market monitored.

Event description:
Revision surgery of a smr stemless anatomical prosthesis with conversion to stemless reverse due to pain performed on (B)(6) 2019. Primary surgery was performed on (B)(6) 2016. During the revision surgery it was constated presence of "metallosis", with the poly liner (product code 1377.50.005, lot #15at0na - ster. 1500245) broken and the humeral head in contact with the metal back. According to the information reported, the patient fell on his shoulder several months before the revision surgery. The complaint source reported that the accident was not a strong impact on the shoulder because the patient fell on his knees and then on his arms. The patient was female, 71 years old with low activity level. She was slightly overweight (1.60 m tall and 65 kg weight, bmi = 25.39). Event occurred in australia.

Manufacturer narrative:
By checking the DHR of involved lot#, no anomaly was found. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery of smr stemless anatomical with conversion to stemless reverse due to pain performed on the (B)(6) 2019. Primary surgery was performed on the (B)(6) 2016. During revision it was constated presence of metalosis, the liner was found to be broken and the head in contact with the metal back. According to the info reported, the patient fell on his shoulder several months before revision. However, the accident was not a strong impact on the shoulder because the patient fell on his knees and then on his arms. Event occurred in (B)(6).